Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes presented draw volume issues. The following information was provided by the customer: edta tubes are presenting draw volume issue, the blood volume does not reach the mark indicated in tubes. The customer reports that the tubes seem to have vacuum problems, and are not drawing properly. Customer uses the bd vacutainer closed system acquisition devices.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes presented draw volume issues. The following information was provided by the customer: edta tubes are presenting draw volume issue, the blood volume does not reach the mark indicated in tubes. The customer reports that the tubes seem to have vacuum problems, and are not drawing properly. Customer uses the bd vacutainer closed system acquisition devices.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.